Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to migration of the electrode array. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2025. The patient was reimplanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Device analysis report attached.